Event description:
It was reported that during the reprocessing of a da vinci thoracic grasper instrument, the shaft was observed to have a slit in it. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the distal end of the instrument's main tube exhibited scratch marks, with sections of the tube insulation removed. The damaged areas were located approximately .80 - .30 above the wrist. The missing piece is approximately .08 x .04 in size. No other damage was found. The damage to the instrument found during failure analysis investigation does not constitute a reportable event; however, the main tube scratches with insulation removed could likely cause or contribute to an adverse event, if the malfunction were to recur.